Event description:
New information received noted the implantable cardioverter defibrillator (ICD) continued to exhibit post-paced t-wave oversensing (pptwos). Additional programming changes were performed. There were no patient consequences.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for post-paced t-wave oversensing (pptwos) which triggered pacing inhibition. Programming changes were performed. There were no patient consequences.